Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on device evaluation was due to physical stress, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited bending section cable support lifted. There was no patient involvement.